Event description:
Our rep is reporting that some time in the past, the patient had some sort of knee repair. In the repair, one of the soft tissue fixation devices used was a mitek super quickanchor plus. Some time subsequent to the repair, the patient presented with pain near the op site. It was determined that the anchor had pulled out of the bone hole and had migrated to the posterior aspect of the inferior end of the patella, which was the source of the pain. In 2008, the device was removed from the patient, not known at this time what, or if further remedy was needed. It was noted that 2 of the 4 arcs of the device were missing (not known if they came out or if they broke). We have 2 declarations authored by the patient, 1 stating that she personally, via a designated person, will gain and retain custody of the complaint device. She also states that she wants the complaint.

Manufacturer narrative:
At this point in time, we are in the information gathering mode. When all that can be had is had, evaluated and analyzed. The results and conclusions will be the subject of a follow-up report.